Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that approximately 5 weeks following a cataract extraction with an intraocular lens (iol) implant procedure, the patient suffered from pain, swelling and anti-inflammatory treatment was given. No further information is expected as the physician declines to provide further details.